Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 140 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer also had blood glucose of 144 mg/dl. Insulin delivery was suspended due to sensor glucose values. Calibration error, change sensor alert and sensor updating alert were also reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.